Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results in the 300-399 mg/dl range, 200-299 mg/dl range and 100-199 mg/dl range when all tests were performed within 10 minutes on the active s system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.